Manufacturer narrative:
A visual inspection revealed engraving and position of the proximal screw hole correspond to co specifications. A review of the mfg documents shows no deviations during the mfg period. No other events of this type were reported for this code. Evaluation results suggest that the nail must have been re-bent outside the mfg area.

Event description:
A right nail was labeled as a left nail. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.